Manufacturer narrative:
On february 8, 2024, the mentor failure analysis lab received the device for evaluation. On february 14, 2024, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 325cc breast implant was found to be ruptured and received in two (2) parts. Additionally, an area of shell abrasion was found at the edge of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-001517665

Event description:
It was reported that a 64-year-old caucasian female patient underwent primary breast augmentation with 325cc mentor memorygel breast implant on both sides and bilateral breast implant ruptures were found during bilateral replacement surgery with catalog number 3507255mc; serial number (B)(6) on one side and with catalog number 350-7255mc; serial number (B)(6) on the other side on (B)(6) 2024. The patient has consulted with the healthcare professional. Mentor is aware that the date of implant (january 1, 2002) is prior to the manufacturing date (january 2, 2004) of reported lot number 264123. Follow-ups are in progress, and no response has been received regarding the date. If any clarification or information is received in the future, a supplemental report will be submitted. This medwatch report is for the patient¿s right-sided device.